Manufacturer narrative:
On september 20, 2022, mentor became aware that patient's left sided device was not impacted. Therefore, relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that statement "as a result, patient had an explantation for the right side on (B)(6) 2021. Patient had an explantation on the left side on (B)(6) 2021." Was erroneously submitted in initial report. Manufacturer¿s reference number: (B)(4). Patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction primary surgery with two 475cc mentor memoryshape breast implants experienced bilateral infection, right sided seroma and right sided impaired healing post procedure. On (B)(6) 2020, patient underwent a surgical intervention, which required incision/drainage/aspiration and bactrum. As a result, patient had an explantation for the right side on (B)(6) 2021. Patient had an explantation on the left side on (B)(6) 2021. This medwatch form is for the left breast prosthesis.